Event description:
The pt reportedly rec'd pe tubes in (B)(6) 2011. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.